Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 2.64ng/ml and a reflex test run gave a result of 0.93ng/ml. Upon repeat this sample gave results within the risk stratification range - 0.08,0.07 and 0.07ng/ml. The erroneous results were reported outside of the laboratory.

Manufacturer narrative:
Sample was collected in plasma tubes without gel separator. Qc is run once per day and was within established ranges prior to and immediately after the day of the event. System check performed on 04-27-2009 passed within instrument specifications. A field service engineer (fse) was on-site (B)(4)-2009. Fse replaced mixer belt and mixers and then performed system check which passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.